Event description:
The account alleged the brake caster was not holding. No pt impact.

Manufacturer narrative:
The technician found the brake caster was inoperative due to missing c clip. The technician reinstalled the c clip and pin in the brake caster to resolve the issue.